Event description:
The facility reported an incident where blood backed up the tubing of a pediatric oncology patient. The pt's portacath was accessed and patent. An unknown IV fluid was infusing through channel a at 40cc/hr. A piggyback was set up through channel b and connected to a y-site below the pump. Channel b was powered off and the piggyback was not infusing at the time. No patient injury occurred. The nurse flushed the line to remove the backflow of blood and no adverse outcome resulted.